Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500 model: sc-8336-50. (B)(6).

Event description:
It was reported that the patients was not able to get enough pain relief. The patient underwent an explant procedure. The explanted devices will not be returned.